Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. This is the first complaint reported for this lot number and for this failure mode. Visual/microscopic inspection: upon receipt, the system was intact, the left side door was detached and the screws were missing. Indications of wear were noted to the tub lid and the tray was severely chipped. Functional/performance evaluation: the returned enspire system was able to power on and initialize the in-house driver. An in-house test probe was able to be calibrated correctly, and the system successfully passed a sample test. A vacuum system test was performed and the system was able to successfully hold adequate suction. However, the system failed a solenoid test as the rinse pins were stuck in the back position. The stuck rinse pin lead to the system failing the vacuum function test as well. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for the reported suction issue, as the system failed a vacuum function test. The stuck solenoid rinse pins contributed to the vacuum failure which caused the reported sampling issues. However, the definitive root cause for the stuck rinse pins could not be determined based upon available information. Labeling review: the current instructions for use states: warnings: use of accessories not compatible with the encor ultra breast biopsy system may create potentially hazardous conditions. Precautions: - this equipment should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques. Inspect tubing connections to the vacuum canister and the vacuum tubing cassette to ensure proper vacuum levels are achieved and maintained during use. Inspect the vacuum canister to ensure the lid is secure and that no damage has occurred during shipping or installation. A heavily scratched canister can break during use. Potential complications: potential complications are those associated with any percutaneous removal/biopsy technique for tissue collection. Potential complications are limited to the region surrounding the biopsy site and include hematoma, hemorrhage, infection, a non-healing wound, pain and tissue adherence to the biopsy probe while removing it from the breast.

Manufacturer narrative:
The serial number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that during a stereotactic breast biopsy, after several attempts and restarting the system the probe was unable to obtain tissue. Another probe and canister was used and was not able to obtain tissue. The procedure was completed with a different system. A hematoma formed at the biopsy site and additional pressure was required. The patient was discharged and additional time is expected for the hematoma to resolve.